Event description:
Related manufacturer reference number: 1627487-2019-12710. Additional information received indicated that surgical intervention was undertaken wherein both existing leads were explanted and replaced. Effective therapy was established postopertively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-12710. It was reported that high impedances were discovered in all contacts on both of patient's leads, during an attempt to restore therapy at a post-op appointment. In turn, surgical intervention may take place at a later date to address the issue.